Event description:
Evaluation summary: no resistance noted passing a 0.015'' patency mandrel through the inner lumen. Negative purge confirmed the presence of a leak. On inflation the device failed to maintain pressure and water was observed leak from the balloon. A short partially radial tear was evident on the balloon distal to the proximal inner shaft marker. Image review and procedural report: procedural images confirm the presence of a lesion in the mid diagonal to the lad. There is no evidence of major calcification in the vessel, although spider view images suggest that there may be a slight degree of calcification present. The vessel was wired followed by pre-dilatation activities. The pre-dilatation of the lesion did not fully resolve the stenosis as residual stenosis remained. The lesion appeared to be partially resistant to full opening with the balloon. Pre-dilatation was followed by successful delivery and positioning of the resolute integrity stent across the target lesion. The images did not show any positioning difficulties. Stent deployment confirms leakage of contrast solution out of the balloon, confirming the balloon leak. Images confirm the post dilatation of the newly deployed stent with a short balloon, identified from the procedural notes as an nc quantum apex 2.25 x 8mm balloon. This balloon was inflated for multiple post dilatations. Coronary angiography (cag) images show what appears to be a vessel dissection after the post dilatation activities. There was no evidence of the a 2.0 x 8mm mini-vision stent was delivered and deployed inside the resolute integrity stent. The mini-vision and resolute integrity stents were post dilated. Cag images of the vessel after the post dilatation activities confirmed that there was no evidence of vessel dissection.

Event description:
The physician was attempting to deploy a 2.25mm diameter x 14mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in the diagonal of a patient. It was reported that the lesion was pre-dilated and the resolute integrity device was inflated to 9atms and the balloon ruptured. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: the root cause of the reported event cannot be determined. Evaluation conclusion: the root cause of the reported event cannot be determined.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed (device or procedural images have not been provided for review). Inherent risk of procedure (balloon rupture). Evaluation conclusion: unable to confirm complaint (device or procedural images have not been provided for review). Known inherent risk of procedure (balloon rupture). (B)(4).